Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic ventral hernia repair. According to the reporter: mesh was placed in the pt and tacked. Pt was discharged after 2 days but returned to surgeon approx 2 weeks post-operatively. Complaining of recurrence. The surgeon reported it as a bowel obstruction and repaired it again via an open approach.